Manufacturer narrative:
Unit received with minor scratched lcd window, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the reservoir thread of the insulin pump. The caller did not know how the damage occurred. The insulin pump was returned for analysis.